Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin squirted out of the tubing during manual prime. The customer's blood glucose was 310 mg at the time of call. During troubleshooting, the customer changed the infusion set and reservoir, customer indicated that insulin exited the tubing piston not near the reservoir and there was no number on the screen. The customer mentioned there was no reservoir on the screen. Troubleshooting was not completed and the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump motor function properly and no motor anomaly or display anomaly noted during testing noted. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected low reservoir, no delivery alarm or prime/fill anomaly noted. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Drive support disk was inspected and no anomaly was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.